Event description:
Customer reported nurse programmed potassium phosphate at 41.7 ml/h on an ICU pt, volume was 250 ml. An unspecified pump alarm was heard and the nurse discovered that the pump had infused 220 ml within 15 minutes. There was no adverse pt effect. The facility's biomed tested the device and was able to recreate the over infusion. No additional info was available.

Manufacturer narrative:
(B)(4). Inspection of the device found dried fluids extensively accumulated in several internal components, including the finger grooves of the bezel assembly causing the upper occluder finger to become stuck in the retracted (open) position. This condition did not allow the device's pumping mechanism to properly control flow. Dried fluid accumulation was also found surrounding the lower pressure sensor. A review of the device's event log indicated that the infusion ended in a channel error. The damage to the lower pressure sensor was most likely the cause of the channel error/alarm reported. The root cause of the customer's over infusion experience was a result of a fluid ingress contamination. The bezel assembly was replaced. The device was returned to the facility after passing all required service level testing.